Event description:
It was reported to philips that the device would not power up after several attempts. It was reported that the device was in clinical use at the time that the alleged failure was observed. However, no adverse patient impact was reported.